Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm during drain 1 of 4 on the homechoice (hc). The caller reported the patient had disconnected to use the rest room and then reconnected after the hc alarmed for air. The technical service representative explained the alarm and advised caller to discard the supplies and contact the nurse. Proper procedures were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.